Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that PICC was inserted on the (B)(6) 2024 and was found to be split on the (B)(6) 2024. The split was between the wings on the PICC and the insertion site but well away from the secur-a- cath. Had to change the patient to oral antibiotics earlier than expected. No other information was provided.